Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Upon device interrogation, it was noted that implantable cardiac monitor exhibited false pause episodes due to undersensing. It was noted that there is a possibility of poor contact in the pocket. No intervention was performed. The patient would be continued to be monitored.